Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge error messages occurred when the user attempted to load multiple new cartridges. Reportedly, the user was able to load a cartridge successfully and resume insulin delivery. The users blood glucose level was not impacted.